Event description:
On 6/23/06, a nellcor puritan bennett reprensentative reported that the coating on stylet was coming off inside portex trach tube. On 6/23/06, nellcor puritan bennett received a report from the nicu clinical nurse specialist that they intubated an infant with a 3.0 uncuffed murphy endotracheal tube. When they started started to withdraw the stylet, they noted some resistance and when it was removed, they found that part of the plastic sheath was missing, about 5 to 7cm of bare wire was visible at the distal tip of the stylet. The infant was extubated and reintubated using a like tube and a new stylet. The infant tolerated the procedure and is ok.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample has been requested for evaluation but has not been returned. No lot number was provided. This report is associated with MFR report # 2936999-2006-00655.